Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 07-jun-2023. Section h-3: device returned to manufacturer: yes. Device evaluation: no iol was received as part of this return. The complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The cartridge tip and cartridge were observed to be stretched out of round; however, since no lens was stuck inside of the cartridge and no crack could be observed, the stretching observed is within specification. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 model intraocular lens (iol) was dry when opening the package. Extent of patient contact with the device is unknown. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.